Manufacturer narrative:
The device was not received for evaluation.

Event description:
It was reported that the tubing detached from the reservoir during use. Reportedly, the reported device is from one of the following lot numbers: 58346919, 58404602, 58401304 or 58330314. Follow up with the hospital contact indicated that there was patient blood loss; however, there was no report of patient injury.